Event description:
During the atrial fibrillation ablation procedure, when the sheath was inserted into the right atrium prior to septal puncture and inserting the catheter, a blood leakage was noted from the hemostasis valve. This issue occurred when the sheath was being inserted into the right atrium, but prior to septal puncture and the catheter inserting into the sheath. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported introducer. There was no confirmation for air movement into the patient's body. The only device inserted directly into the hemostasis valve is the included dilator. No additional venipuncture was performed when the introducer was replaced. No particular resistance was observed when a dilator was first inserted into the sheath hemostasis valve.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI information(d4) and 510k(g3)are not provided as this product (model g407371) is only marketed outside of the us and is therefore not referenced in the gudid database.